Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 10:30 pm due to skin anomaly caused by the infusion set. Blood glucose at the time of the call was not reported. The customer was wearing the insulin pump at the time of admission. Troubleshooting was performed. The insulin pump will not be returned for analysis.